Manufacturer narrative:
Device evaluated by MFR: the nurse stated the device identifier was not available. Based on the information provided, it cannot be determined when the foreign material alleged to be v.a.c.® granufoam¿ dressing was placed in the wound. The foreign material was not returned to kci for identification, therefore, kci is unable to confirm its identity. Device labeling, available in print and online, states: dressing changes: wounds being treated with the v.a.c.® therapy system should be monitored on a regular basis. In a monitored, non-infected wound, v.a.c.® dressings should be changed every 48-72 hours, but no less than 3 times a week, with frequency adjusted by the clinician as appropriate. Infected wounds must be monitored often and very closely. For these wounds, dressings may need to be changed more often than 48-72 hours; the dressing changing intervals should be based on a continuing evaluation of the wound condition and the patient's clinical presentation, rather than a fixed schedule. Foam removal: v.a.c.® foam dressings are not bioabsorbable. Always count the total number of pieces of foam removed from the wound and ensure the same number of foam pieces are removed as were placed. Foam left in the wound for greater that the recommended time period may foster ingrowth of tissue into the foam, create difficulty in removing the foam from the wound or lead to infection or other adverse events. If dressing adheres to wound consider introducing sterile water or normal saline into the dressing, waiting 15 - 30 minutes, then gently removing the dressing from the wound. Regardless of treatment modality, disruption of the new granulation tissue during any dressing change may result in bleeding at the wound site. Minor bleeding may be observed and considered expected. However, patients with increased risk of bleeding, as described on page 8, have a potential for more serious bleeding from the wound site. As a precautionary step, consider using v.a.c.® whitefoam¿ dressings or nonadherent material underneath the v.a.c.® granufoam¿ dressings to help minimize the potential for bleeding at dressing removal in these patients.

Event description:
On 21-mar-2019, the following information was reported to kci by the nurse case manager: on (B)(6) 2019, v.a.c.® therapy was placed on hold when the nurse discovered imbedded foreign material alleged to be v.a.c.® granufoam¿ dressing in the patient's wound bed. The patient was put on a wet to dry dressing at that time. On (B)(6) 2019, the patient had a doctor appointment and was allegedly admitted to the hospital to remove the foreign material. On 26-mar-2019, the following information was reported to kci by the nurse: the patient was admitted to the hospital due to an adhered "foam" that required surgical removal on (B)(6) 2019. The dressing lot number was not available. The v.a.c.® granufoam¿ dressing lot number was not provided and is not available for return, therefore a device history review and a device evaluation could not be performed.